Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine follow up visit, that during interrogation of the device, the programmer posted a red alert for high out of range shock impedance on this electrode. The physician reported re-interrogated device, with no alert seen and shock impedance measurements were within normal range of 80 ohms. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data and advised that all measurements were within normal range. Ts provided recommendations of integrity testing. This electrode remains implanted. No adverse patient effects were reported.